Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had displayed a system error. There was no patient involvement

Event description:
It was reported that the device had displayed a system error. There was no patient involvement

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The complaint that the device had displayed a system error was confirmed during log review and reproduced during testing. The suspect pcu reproduced the error code 110.6021 ¿keyboard_failure¿. The keypad was observed to be torn on the key ¿s7¿. Each key was pressed, and it was found that key ¿s7¿ was damaged. It did not respond when pressed and felt stuck, producing the error code 110.6021. The suspect pcu keypad assembly was temporarily replaced with a known good dchu pcu keypad assembly for testing purposes only. The pcu was powered on and did not reproduce the reported error code. The keypad task and preventative maintenance were performed. The tasks completed successfully with no errors or malfunctions. The event date was reported as 13 june 2025; time was not reported. Review of the suspect pcu error log showed no errors were recorded on the reported event date. The error log showed one (1) error code 110.6020.1 on 05 june 2025 at 1:26 pm. The error code is generated if a key is stuck (held) for more than a maximum timeout (measured in minutes) on the unit. The bd alaris¿ system with guardrails¿ suite mx user manual v12.3.2 states that do not use sharp objects, such as pens or pencils, to press buttons on the keypad as they could cause damage. The system error tip sheet notes that the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. There was no patient involvement. Note to repair center: device was opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.